Event description:
Tf9705,tf9706,tf9907. We want to g5 vu motherboard (p/n msp159304) standard rga.

Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective vu- motherboard. In consequence (correction) the vu- motherboard was replaced. There was no patient or user harm.